Manufacturer narrative:
This device has been received and is pending analysis testing and evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 120 cm. Smart flex bil 6 x 100 stent used for the procedure was not the size that was stated on the packaging. There was no reported patient injury. The product has been returned for inspection. Additional information has been received. The access site for the procedure was reported as the groin. The target lesion and target lesion characteristic was reported as the superficial femoral artery (sfa). The stent was not deployed. The staff thought the device was longer, and decided to open another stent. Additional investigational questions were reported as not relevant.

Manufacturer narrative:
Complaint conclusion-the 120 cm. Smart flex bil 6 x 100 stent used for the procedure was not the size that was stated on the packaging. There was no reported patient injury. The access site for the procedure was reported as the groin. The target lesion and target lesion characteristic was reported as the superficial femoral artery (sfa). The stent was not deployed. The staff thought the device was longer, and decided to open another stent. Additional investigational questions were reported as not relevant. The product was returned for analysis. One non-sterile smart flex 6x100 bil, 120cm stent delivery system (sds) was returned. Per visual analysis the system was returned in one piece; the stent was fully crimped to the system. No kinks, breaks, or other damage was noted on the system. Per dimensional analysis the crimped stent was measured under the outer sheath tubing and found to be 127mm long. The nominal length for a crimped 6x100mm stent is 127mm. The stent within the system is at its expected length. The stent was deployed and its length measured; the stent was measured as 100mm long, deployed. The design length of a 6x100mm smart flex stent is 100.0mm ± 2.0mm, not including marker eyelets. A device history record (DHR) review of lot 37370 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses - incorrect length - too long¿ was not confirmed by analysis of the returned device as functional and dimensional analysis was performed successfully. The exact cause of the reported event could not be determined. It may be that the clinician assumed the deployed length would be the same as the crimped length, as seen through the catheter tube. According to the instructions for use ¿select stent length ¿ measure the length of the target stricture to determine the length of stent required. Allow for the area proximal and distal to the tumor to be covered with the stent to protect against impingement from further tumor growth. The labeled stent length is the unconstrained stent length and the shortest the stent could be. The maximum constrained length is the length of the stent in the smallest indicated duct diameter. This length is indicated on the system with the proximal guidewire tube placement marker. The minimum constrained length is the length of the stent in the largest indicated duct diameter.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.